Event description:
It was reported that the shock lead impedance (sli) measurement of this right ventricular (rv) lead was 134 ohms, which was considered to be out-of-range. Technical services (ts) recommended device interrogation in clinic. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, technical services (ts) analyzed impedance trend data and found that the increase in shock impedance was gradual. According to additional information, this lead was explanted during generator change out procedure. A new rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that the shock lead impedance (sli) measurement of this right ventricular (rv) lead was 134 ohms, which was considered to be out-of-range. Technical services (ts) recommended device interrogation in clinic. No adverse patient effects were reported. Currently, this rv lead remains in service.